Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the 99% stenosed, moderately tortuous, mid left anterior descending coronary artery. Pre-dilatation was performed and the 2.50x48mm xience xpedition stent was implanted. A proximal edge dissection was noted and another xience xpedition stent was implanted to successfully cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.